Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels due to the infusion set. Reportedly, the customer believes the infusion sets were not delivering insulin "properly". No additional information on the reported issue was provided. Multiple attempts were made to follow up with the customer on the reported issue; however, the only response received from the customer stated "I'm all set for now". Tandem technical support was unable to obtain the infusion set information.